Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the bladder support insertion tube petals were slightly open resulting in scratching. Consumer has seen urogynecologist and doctor confirmed consumer had scratches on her vagina. Consumer was experiencing spotting and discomfort.